Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure coil / the essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel/abdomen/ left essure device had migrated into bowel / failure to occlude (close) fallopian tube(s)"), device breakage ("the essure device broke at the beginning of trying to remove it, then it broke again while putting more traction on it") and genital haemorrhage ("abnormally heavy bleeding / significant clotting") in a 39-year-old female patient who had essure (batch no. C06525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (live births: (B)(6) 2004), blood pressure high (at the end of my pregnancy), gastric bypass in 2010, sleep apnea, gastroesophageal reflux, hypothyroidism, stress urinary incontinence, allergic rhinitis, sinusitis, hemithyroidectomy, radioactive iodine therapy, sore throat, dizzy, cough, runny nose, sinus pressure, upper respiratory infection, nasal congestion, sinus pain, anemia, malaise, fatigue, acute sinusitis, lumbago, spasm muscle, uterine bleeding, pelvic pain, thyroidectomy partial and ex-smoker in 1997. Previously administered products included for an unreported indication: iud in 2007, celexa and synthroid. Past adverse reactions to the above products included hypersensitivity with iud. Concurrent conditions included obesity, depression since 2010, seasonal allergy since 2010, vitamin b12 deficiency since 2014, amenorrhea since july 2015, anxiety, bronchitis acute, anesthesia, vaginal dryness, pain foot, cystitis, arthralgia and alcohol use (some day). Family history included asthma, hypertension, diabetes, mitral valve prolapse, morbid obesity, schizophrenia (brother), psychiatric disorder nos (mother), drug addict (sister), breast cancer (aunt, grandmother maternal), uterine cancer (aunt), colon cancer (paternal grandmother), type ii diabetes mellitus (father, paternal grandmother), bipolar disorder (brother, mother, sister), endometriosis (mother), lung cancer (paternal grandfather) and osteoporosis (mother). Concomitant products included oral contraceptive nos since 2010 for contraception, cetirizine hydrochloride (zyrtec) since 2010 and cetirizine since 2010 for seasonal allergy as well as cilest (sprintec) since 2015, citalopram since 2010, confluent (ortho-novum) since 2015, cyanocobalamin-tannin complex (b12) since 2014, levothyroxine since 2010, medroxyprogesterone since 2015, multivitamins, plain (multi-vitamin) since 2010, normensal (ethinylestradiol w/norethindrone) since 2014 and normensal (nortrel) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In march 2015, the patient experienced menorrhagia ("prolonged menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("severe pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a laparoscopic tubal ligation and left essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, menstruation irregular and procedural pain was resolving, the device breakage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from. The surgery was required due to "failed essure." Essure did not worsened a previously existing injury/condition. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. On (B)(6) 2015, she had surgical removal of coil(s) - laparoscopic tubal ligation using traction and sharp dissection procedure to remove essure. On (B)(6) 2015, essure device broke at the beginning of trying to remove it, then it broke again while putting more traction on it and then finally seemed to come free from the mesenteric area. The mesenteric area was then re-evaluated, it was hemostatic and there did not seem to be any residual device left. At that point in time, they were in agreement that it was unlikely there was any residual left and if there was, the residual would not impact the patient, so that portion of the procedure was done. She did not retain the essure device or any portion of it, after essure removed. Previously in summons, it was reported that the right essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel, but plaintiff fact sheet clarified and confirmed that left essure device had migrated into her bowel, hence the migration was on left instead of right and right tube was occluded as per hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - in may 2015: showing migration of the right essure coil on (B)(6) 2015, patient underwent hysterosalpingogram which showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and migration of essure device, healthcare provider told her that left essure device had migrated into her bowel. Current weight as of (B)(6) 2018: 240 lbs approximate weight at the time of essure placement: 230 lbs. On (B)(6) 2015, essure was easily cannulated into the left tube and then deployed per manufacturer's guidelines with nonvisualization after deployment. Then the right tube was cannulated easily and then deployed and seemed to get stuck so too many of the coils were sticking into the endometrial cavity. A hysteroscopic grasper was placed through the slimline hysteroscope and the essure was grasped, removed from the tube and a second essure was placed. There were approximately five coils seen at the opening of the tubal ostia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Lot numbers c96072 and c08525 reported are invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure coil / the essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel/abdomen/ left essure device had migrated into bowel / failure to occlude (close) fallopian tube(s)"), device breakage ("the essure device broke at the beginning of trying to remove it, then it broke again while putting more traction on it") and genital haemorrhage ("abnormally heavy bleeding / significant clotting") in a (B)(6) year-old female patient who had essure (batch no. C06525, c96072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (live births: (B)(6) 2004), blood pressure high (at the end of my pregnancy), gastric bypass in 2010, sleep apnea, gastroesophageal reflux, hypothyroidism, stress urinary incontinence, allergic rhinitis, sinusitis, hemithyroidectomy, radioactive iodine therapy, sore throat, dizzy, cough, runny nose, sinus pressure, upper respiratory infection, nasal congestion, sinus pain, anemia, malaise, fatigue, acute sinusitis, lumbago, spasm muscle, uterine bleeding, pelvic pain, thyroidectomy partial and ex-smoker in 1997. Previously administered products included for an unreported indication: iud in 2007, celexa and synthroid. Past adverse reactions to the above products included hypersensitivity with iud. Concurrent conditions included obesity, depression since 2010, seasonal allergy since 2010, vitamin b12 deficiency since 2014, amenorrhea since (B)(6) 2015, anxiety, bronchitis acute, anesthesia, vaginal dryness, pain foot, cystitis, arthralgia and alcohol use (some day). Family history included asthma, hypertension, diabetes, mitral valve prolapse, morbid obesity, schizophrenia (brother), psychiatric disorder nos (mother), drug addict (sister), breast cancer (aunt, grandmother maternal), uterine cancer (aunt), colon cancer (paternal grandmother), type ii diabetes mellitus (father, paternal grandmother), bipolar disorder (brother, mother, sister), endometriosis (mother), lung cancer (paternal grandfather) and osteoporosis (mother). Concomitant products included oral contraceptive nos since 2010 for contraception, cetirizine hydrochloride (zyrtec) since 2010 and cetirizine since 2010 for seasonal allergy as well as cilest (sprintec) since 2015, citalopram since 2010, conlunett (ortho-novum) since 2015, cyanocobalamin-tannin complex (b12) since 2014, levothyroxine since 2010, medroxyprogesterone since 2015, multivitamins, plain (multi-vitamin) since 2010, normensal (ethinylestradiol w/norethindrone) since 2014 and normensal (nortrel) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal"). On (B)(6) 2015, 4 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("severe pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a laparoscopic tubal ligation and left essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, menstruation irregular and procedural pain was resolving, the device breakage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from. The surgery was required due to "failed essure." Essure did not worsened a previously existing injury/condition. She did not had any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. On (B)(6) 2015, she had surgical removal of coil(s) - laparoscopic tubal ligation using traction and sharp dissection procedure to remove essure. On (B)(6) 2015, essure device broke at the beginning of trying to remove it, then it broke again while putting more traction on it and then finally seemed to come free from the mesenteric area. The mesenteric area was then re-evaluated, it was hemostatic and there did not seem to be any residual device left. At that point in time, they were in agreement that it was unlikely there was any residual left and if there was, the residual would not impact the patient, so that portion of the procedure was done. She did not retain the essure device or any portion of it, after essure removed. Previously in summons, it was reported that the right essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel, but plaintiff fact sheet clarified and confirmed that left essure device had migrated into her bowel, hence the migration was on left instead of right and right tube was occluded as per hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: showing migration of the right essure coil . On (B)(6) 2015, patient underwent hysterosalpingogram which showed unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and migration of essure device, healthcare provider told her that left essure device had migrated into her bowel. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. On (B)(6) 2015, essure was easily cannulated into the left tube and then deployed per manufacturer's guidelines with nonvisualization after deployment. Then the right tube was cannulated easily and then deployed and seemed to get stuck so too many of the coils were sticking into the endometrial cavity. A hysteroscopic grasper was placed through the slimline hysteroscope and the essure was grasped, removed from the tube and a second essure was placed. There were aproximately five coils seen at the opening of the tubal ostia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 13-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number c06525(discrepancy noted - c08525), c96072 was added. Events vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, device ineffective, abdominal pain, device breakage were newly added. Event term updated from migration of the right essure coil / the right essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel to migration of the essure coil/ the essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel/ malposition/ migration of essure device, location: small bowel, abdomen/ left essure device had migrated into bowel, since pfs confirms left essure migration. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the right essure coil / the right essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel"), embedded device ("migration of the right essure coil / the right essure coil had migrated to plaintiff's abdomen and imbedded in the mesentery of the small bowel") and genital haemorrhage ("abnormally heavy bleeding / significant clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstrual bleeding"), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("severe pain"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a laparoscopic tubal ligation and essure removal) and surgery (she underwent a laparoscopic tubal ligation and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, genital haemorrhage, menorrhagia, menstruation irregular, dyspareunia and procedural pain was resolving. The reporter considered device dislocation, dyspareunia, embedded device, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from. The surgery was required due to "failed essure." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: showing migration of the right essure coil. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.